Manufacturer narrative:
The subject device was evaluated and investigated by olympus medical systems corp. (Omsc). The probe was found to be cracked at 13 mm from its tip. There was a mark in the probe which came in contact with the grasping section and was abraded against it. There was a mark on a grasping section that came into contact with a probe tip. The tissue pad in the grasping section was intensively worn away. The device history record for the lot indicated no anomaly with the event-related items below. [Inspection]ultrasonic output [inspection]appearance it is likely the reported phenomenon occurred by the following mechanism: activated output while the tip of grasping section is grasped tissue. At the rear end of the grasping section the probe tip and a grasping section came into contact. This caused the tissue pad in the grasping section was severe worn away the output was activated continuously in state of "no2" description. This might have applied a force to the probe, causing cracks from a contact mark. As a result, the error occurred. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by a nurse that during a total laparoscopic hysterectomy using the subject device with usg-400 and td-sb400, an unspecified error occurred and the surgeon could not use the subject device. The intended procedure was completed with another device. There was no patient injury reported. On november 16th, the subject device was returned to omsc for evaluation. Omsc found that the tissue pad in the grasping section was intensively worn away.